Event description:
It was reported patient underwent an anterior cruciate ligament (acl) repair procedure on (B)(6) 2014. During the procedure, the screw fractured while attempting to insert the screw into the patient's bone. Another screw was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device." (B)(6).